Manufacturer narrative:
Correction e4. The investigation of the reported failure mode has been completed. No product was returned for investigation. Delivery issue: the cause of the delivery issue is determined to be patient condition because the pump was unable to pass through vasculature due to patient anatomy. Device history review: the device passed all the post sterile inspection checks.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The user facility reported that the impella 5.5 was unable to pass through the axillary artery, and the 5.5 insertion was aborted. The physician opted to placed impella cp.